Event description:
During the afib - paroxysmal procedure it was reported that there was a cartosound mapshift noticed. No error message was displayed on the carto3 system. It was confirmed there was a 15mm difference from the left superior pulmonary vein on the cartosound map and the fam map. No metal error was detected by the system while mapping. Error 61005 (ultrasound communication protocol error) appeared while mapping with cartosound catheter and this was resolved by turning off the "auto image adjust" feature on the ultra sound system. Additional information stated mapshift issue was noticed prior to ablation. A new fam map was created and the case was continued. The procedure was completed successfully without patient's consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
During the afib paroxysmal procedure, it was reported that there was a cartosound mapshift noticed. No error message was displayed on the carto3 system. It was confirmed there was a 15mm difference from the left superior pulmonary vein on the cartosound map and the fam map. No metal error was detected by the system while mapping. Error 61005 (ultrasound communication protocol error) appeared while mapping with cartosound catheter and this was resolved by turning off the "auto image adjust" feature on the ultra sound system. Additional information stated mapshift issue was noticed prior to ablation. A new fam map was created and the case was continued. The procedure was completed successfully without patient's consequence. No similar issue was observed in the following cases. This issue was unable to be reproduced. The additional investigation cannot be performed as data related to the issue was not available. System was operational per manufacturing specifications. DHR review was performed. No anomalies were noted in manufacturing or service. Customer complaint was not confirmed.